Event description:
It was reported on (B)(6) 2013 that a physician¿s (B)(4) handheld computer would not progress past the ¿align screen¿ screen. It was suggested that the physician clean the screen to remove any debris and perform a hard reset. Neither of the troubleshooting steps resolved the issue. The physician also could not remove the flashcard from the handheld computer. The handheld computer did not appear damaged or that it had been dropped. A replacement was sent to the physician and the handheld computer and associated flashcard in question have been returned to the manufacturer for analysis. Product analysis has not been completed at this time.